Manufacturer narrative:
S.w version 5.2a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged possible under delivery anomaly, visit to emergency room and was hospitalized for high bgs found on 19-oct-2023. On (B)(4) , svn#: (B)(4) - customer returned pump for an alleged possible under delivery anomaly and high bgs found on (B)(6) 2023. On (B)(4) , svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6) 2023. On (B)(4) , svn#: (B)(4) - customer returned pump for an alleged possible under delivery anomaly and high bgs found on (B)(6) 2023. On (B)(4) , svn#: (B)(4) - customer returned pump for an alleged air bubbles anomaly and high bgs found on (B)(6) 2023. On (B)(4) , svn#: (B)(4) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm and high bgs found on (B)(6) 2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2022 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2022 00:00:00.000 dailytotalofallinsulindelivered: 199750 (19.975 u) dailytotalofbasalinsulindelivered: 115750 (11.575 u) dailytotalofbolusinsulindelivered: 84000 (8.4 u) (B)(6) 2022 07:45:24.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 60000 (6 u) bolusamountdelivered: 16000 (1.6 u) (B)(6) 2022 07:53:50.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 42000 (4.2 u) bolusamountdelivered: 3500 (0.35 u) (B)(6) 2022 08:34:18.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 7000 (0.7 u) (B)(6) 2022 19:58:00.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 7500 (0.75 u) (B)(6) 2022 23:46:57.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) on (B)(6) 2022 07:45:24.000 normalbolusamountprogrammed: 60000 (6 u), however, no delivery alarm/insulin flow blocked alarm and the bolus amount delivered is bolusamountdelivered: 16000 (1.6 u). On (B)(6) 2022 07:53:50.000 normalbolusamountprogrammed: 42000 (4.2 u), however, no delivery alarm/insulin flow blocked alarm and the bolus amount delivered is bolusamountdelivered: 3500 (0.35 u). On (B)(6) 2022 08:34:18.000 normalbolusamountprogrammed: 15000 (1.5 u), however, no delivery alarm/insulin flow blocked alarm and the bolus amount delivered is bolusamountdelivered: 7000 (0.7 u). On (B)(6) 2022 19:58:00.000 normalbolusamountprogrammed: 20000 (2 u), however, no delivery alarm/insulin flow blocked alarm and the bolus amount delivered is bolusamountdelivered: 7500 (0.75 u). Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2022 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2022 09:34:54.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 06:28:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 06:36:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 10:07:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 13:54:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 17:23:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 19:40:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 19:42:05.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 19:52:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2022 00:57:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 00:59:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 01:04:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 01:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2022 01:20:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2022 22:07:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 07:45:24.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 07:53:50.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 08:34:18.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 19:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 264750 (26.475 u) dailytotalofbasalinsulindelivered: 115750 (11.575 u) dailytotalofbolusinsulindelivered: 149000 (14.9 u) (B)(6) 2023 00:49:40.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) (B)(6) 2023 07:26:32.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u) (B)(6) 2023 10:58:00.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) (B)(6) 2023 11:29:27.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) (B)(6) 2023 15:40:13.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) there were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 445750 (44.575 u) dailytotalofbasalinsulindelivered: 114750 (11.475 u) dailytotalofbolusinsulindelivered: 331000 (33.1 u) (B)(6) 2023 09:00:00.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 68000 (6.8 u) bolusamountdelivered: 68000 (6.8 u) (B)(6) 2023 10:00:26.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 37000 (3.7 u) bolusamountdelivered: 37000 (3.7 u) (B)(6) 2023 12:13:41.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 23000 (2.3 u) bolusamountdelivered: 23000 (2.3 u) (B)(6) 2023 14:01:46.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 11000 (1.1 u) bolusamountdelivered: 11000 (1.1 u) (B)(6) 2023 15:14:48.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) (B)(6) 2023 15:35:13.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) (B)(6) 2023 16:49:07.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6) 2023 17:12:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2023 19:20:09.000 normalbolusdelivered (2 bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) (B)(6) 2023 21:44:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) (B)(6) 2023 21:51:05.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) there were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 282750 (28.275 u) dailytotalofbasalinsulindelivered: 116750 (11.675 u) dailytotalofbolusinsulindelivered: 166000 (16.6 u) (B)(6) 2023 07:21:24.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 35000 (3.5 u) bolusamountdelivered: 35000 (3.5 u) (B)(6) 2023 08:59:31.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus normalbolusamountprogrammed: 51000 (5.1 u) bolusamountdelivered: 51000 (5.1 u) (B)(6) 2023 10:04:03.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2023 12:12:41.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 50000 (5 u) bolusamountdelivered: 50000 (5 u) please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 20:00:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 08:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 08:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 08:27:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 08:32:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 08:42:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 11:49:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 11:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 12:35:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 12:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 14:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 14:20:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 17:02:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 17:12:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 229750 (22.975 u) dailytotalofbasalinsulindelivered: 116750 (11.675 u) dailytotalofbolusinsulindelivered: 113000 (11.3 u) (B)(6) 2023 07:52:35.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 48000 (4.8 u) bolusamountdelivered: 48000 (4.8 u) (B)(6) 2023 08:08:10.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u) (B)(6) 2023 17:32:00.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 47000 (4.7 u) bolusamountdelivered: 47000 (4.7 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Filled a test reservoir/infusion set with water. Removed all the air bubbles. Pump was programmed and run a 5-unit bolus. The test reservoir/infusion set was monitored, and no air bubbles were created. No air bubbles anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 01:47:19.000 (B)(6) 2023 01:47:59.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 01:29:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 01:47:59.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 8:33:59 pm. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and failed batt/battery failed alarm. No unexpected low battery alert and failed batt/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. A high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery anomaly, air bubbles anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery anomaly, air bubbles anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. However, a high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 600 mg/dl and reported possible under delivery. Troubleshooting was performed and the current blood glucose value was 370 mg/dl. The customer reported weakness, feeling sick and tired symptoms related to the high blood glucose. The customer was hospitalized to treat high blood glucose and was treated with IV insulin drip, ems/ambulance/ER visit and hospitalization: overnight stay. It is unknown whether the pump was used within 48 hours of the reported event or not and smart guard/auto mode status was not applicable. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.